Manufacturer narrative:
Retainer ring = black. The pump was received with a scratched case, a cracked reservoir tube lip and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.